Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The test strips were returned for investigation. For investigations, testing was performed using glycolyzed blood. All results were acceptable. The alleged issue could not be reproduced. The investigation did not identify a product issue. Medwatch field d9 has been updated.

Event description:
The initial reporter stated they received questionable glucose results for an unspecified number of patient samples tested on accu-chek inform ii meters. The customer states that there is a high bias between 10- 50 % in results measured on the accu-chek inform ii meter when compared to results measured on a gem5000 analyzer. Data was provided for 12 samples with discrepant glucose results. Refer to the attachment for the patient data. The measurements were performed with multiple accu-chek inform ii meters, but it is not known which meter each measurement was performed on or how many accu-chek inform ii meters are involved. The meter serial numbers are not known.

Manufacturer narrative:
The test strip lot number and expiration date were requested, but not provided. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Section h6 coding has been updated.